Event description:
It was reported that the patient had a growth in the cervical incision site that the physician removed. Upon follow-up, a scab formed from the same site and the physician removed the scab, applied a band aid and administered antibiotics to the patient.

Manufacturer narrative:
Block b3: exact date unknown, event date used is the date of growth removal procedure.